Event description:
It was reported that during a da vinci colectomy procedure, after about 4 hours, the fenestrated bipolar forceps instrument suddenly didn't work anymore. On the screen, they could see that the cable was torn. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch up cable broken at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at wrist are not damaged. Conductor wires were intact and not damaged. An additional observation not reported was the pitch cable was derailed. The housing was removed to find one pitch cable derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.